Manufacturer narrative:
Block d2b: lgw, qrb block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial: (B)(6). Batch: 3175086 UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation due to impedances on the spinal cord stimulator (scs) leads. The patient underwent a scs lead replacement, was doing well postoperatively and the explanted device was disposed of by the facility.